Manufacturer narrative:
A new power cord was installed and the rover was returned to service after it passed all electrical safety testing.

Event description:
It was reported that the power cord on the rover was burnt. This was discovered by a field service technician while repairing the device. There was no pt involvement or adverse consequences related to this event.